Event description:
It was reported that a (B)(6) caucasian female patient underwent unspecified breast surgery with 500cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade unknown, and right side breast implant rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 8, 2022, mentor became aware that the date of event was early 2022 and date of surgery is in (B)(6) 2022. The information been populated as (B)(6) 2022 respectively until further confirmation is received. The following fields have been updated on this form: is required intervention has been selected under section b; field b2. Field b3 date of event has been updated to january 1, 2022. Fields d6b for explantation date is (B)(6) 2022. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 5, 2022, mentor became aware that date of explant surgery is (B)(6) 2022, and on december 21, 2022, mentor was informed that patient will not be replacing implants. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 27, 2023, mentor became aware that the surgery date was not provided, and the patient experienced bilateral grade IV capsular contracture, and this was patient's primary breast reconstruction surgery. It was also reported that MRI scan did not confirm previously reported rupture. Following fields have been updated on this form: - is required intervention has been de-selected under section b; field b2 - explantation date has been removed from fields d6b. - field h6 health effect - impact code has been updated to ¿recognized device or procedural complication¿ - field h6 type of investigation has been updated to "device not accessible for testing" reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).